Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the sieve bed gasket is leaking. Additional malfunctions are the 4 way valve not shifting, pilot valve leaking, 2 clamps other/defective, humidifier adapter missing, inlet filter dirty, and cabinet filter missing.